Event description:
Allegedly, patient had on or about (B)(6) 2017 a profemur total hip system implanted in his left hip. On or about (B)(6) 2022 plaintiff reported for revision surgery of his failed hip prosthesis. Surgeon recommended the revision surgery after patient presented with progressive left hip pain, elevated metal ion levels and large soft tissue collection. Patient's revision surgery was necessary because the device failed due to corrosion at the neck- stem junction of the device. On or about (B)(6) 2022 it was discovered that the device failed due to corrosion of the oblong taper of the profemur cocr modular nech where it seated in the pocket of the profemur titanium stem, which caused continuing and otherwise physical injury to patient. Patient has records related to previous complaints(mom complications and previous revision surgery) that were captured under incident group (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.